Event description:
The customer reported that the system would not save an image. No patient injury was reported.

Manufacturer narrative:
The ge service representative conducted an onsite investigation. The hard drive and single board computer were replaced. The software was reloaded. The system was tested and operates as intended.